Event description:
When discontinuing the swan ganz, it was difficult to pull out. Once catheter was removed it was inspected and found to have a rough appearance. The device was returned to the company. The company responded that the "ripple" appeared to be due to the catheter being stretched, which when recovered caused the thermistor lead wire to kink inside of the lumen. Testing found the thermistor exhibited a full open condition at the thermistor lead.